Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported infusion headsets have disconnected from his body and he is unsure if this is due to a product issue. No adverse event was reported. The alleged products have been discarded and are not available to return for evaluation.